Event description:
It was reported that the insulin pump would not turn on, despite changing the battery several times. The customer had reverted to shots. It was stated that failed battery test alerts were received. The customer's blood glucose was 267 mg/dl. Troubleshooting was performed. After it was advised to clean the battery cap contacts and insert a new battery, they did not receive a failed battery test alert. It was advised to monitor the insulin pump. It was stated they had gone through six or seven batteries, trying to get the insulin pump to stay on. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.